Manufacturer narrative:
E1.: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported, that patient faced infusion set tube was kinked/bent event on (B)(6) 2024. The high blood glucose level was treated with manual injection/insulin pen. No further information was available.